Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 (scope communication error) displayed. Based on the results of the investigation, it is likely electrical component problems that led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope experienced a connection error during setup for an unspecified procedure before the patient was in the room. There were no reports of patient involvement.